Manufacturer narrative:
The device was returned to the service center for evaluation and the user's complaint was confirmed for probe damage error. The thunderbeat hand-piece (probe) had a probe check performed and the probe did not pass the probe check, error code u509 obtained. A visual inspection of the device observed some minor tissue build up. The teflon pad was inspected and observed to have normal wear with no metal exposed and no abnormalities. The distal end of the device was placed under a microscope and observed to have approximately 17 mm of the probe detached. The detached piece was returned to the service center. The switches, wiper movement, handle and jaw movement, handle load and rotation of the knob torque were all inspected and found to be functioning normally and smooth as designed. Based upon similar reported events, the determined cause of the reported event can be attributed to the probe coming into contact with either a metallic or hard surface during activation.

Event description:
The service center received a report of two thunderbeat hand-pieces (probes) that displayed probe damage error during a procedure. This report is for the second thunderbeat probe that displayed the error. The probes, connection points to the generator and the cable were all inspected prior to the procedure an no abnormalities were observed. The reported event occurred when a physician was performing a therapeutic removal of a uterus and cervix from a patient. The physician was in the middle of the procedure, cutting the vaginal cuff around the uterine manipulator device. The probe was removed from the trocar and the tip broke off from the probe. It was reported that the tip did not fall inside the patient. The probe was replaced with a third thunderbeat hand-piece and the intended procedure completed. It was reported there was no patient injury. This is report 2 of 2.